Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had been experiencing longer ins charge times and sometimes they couldn't charge their ins battery to 100% without their ins charge session stopping since 2021. Pt noted they were charging their ins yesterday when they saw a "system problem: cannot continue: call medtronic: rm04" message. Pt said they used to charge their ins in 2-2.5 hours, now they charge their ins took 4 hours to charge their ins and their controller never beeps when the ins battery reaches 100%. Pt added that their ins battery used to last 2.5-3 days, but now their ins battery only lasts 1-1.5 days. It was reviewed with the pt that ins battery depletion depends on ins settings and usage. Pt noted their ins intensity has always been set at 7.3 for program 1 & 2. Pt unlocked their controller and noted the controller battery was 100% and their ins battery was 60%. The pt was helped inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pt noted the rtm coil and rtm relay box were hot when charging their ins. It was suggested that the pt follow-up with their healthcare provider (hcp) for next steps if their ins battery continues to deplete faster than normal. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received. The patient reported that sometimes the ins turned off before it was completely charged. The recharging cord would be extremely hot. They attempted to resolve the issue by taking the batteries in and out of their controller. They also attempted to charge some one day, then finish charging the next day. The charge seemed to be holding a little longer than before, but the issue was not resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had been experiencing longer ins charge times and sometimes they couldn't charge their ins battery to 100% without their ins charge session stopping since 2021. Pt noted they were charging their ins yesterday when they saw a "system problem: cannot continue: call medtronic: rm04" message. Pt said they used to charge their ins in 2-2.5 hours, now they charge their ins took 4 hours to charge their ins and their controller never beeps when the ins battery reaches 100%. Pt added that their ins battery used to last 2.5-3 days, but now their ins battery only lasts 1-1.5 days. It was reviewed with the pt that ins battery depletion depends on ins settings and usage. Pt noted their ins intensity has always been set at 7.3 for program 1 <(>&<)> 2. Pt unlocked their controller and noted the controller battery was 100% and their ins battery was 60%. The pt was helped inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pt noted the rtm coil and rtm relay box were hot when charging their ins. It was suggested that the pt follow-up with their healthcare provider (hcp) for next steps if their ins battery continues to deplete faster than normal. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received. The patient reported that sometimes the ins turned off before it was completely charged. The recharging cord would be extremely hot. They attempted to resolve the issue by taking the batteries in and out of their controller. They also attempted to charge some one day, then finish charging the next day. The charge seemed to be holding a little longer than before, but the issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 ,lot# serial# (B)(6), product type recharger. H3: analysis of the recharger (product ID 97755 lot# serial# (B)(6)) found it failed the "rms voltage at the h field probe" test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.